Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the patient experienced acute/flash pulmonary edema and respiratory arrest post-extubation. The patient subsequently coded and died. It was noted that the entire procedure had been going smoothly and defibrillation threshold (dft) testing was performed and successful. The complications did not occur until extubation when the patient's blood pressure increased and he became hypoxic. No post-mortem interrogation or autopsy were performed and the device was not explanted.